Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy peritoneal dialysis (pd) effluent. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized and began treatment with injection meropenem, intraperitoneally (ip), 1 gram, once daily and injection gentamicin, 80 mg, once daily, ip, for a duration of 14 days. Twelve days after onset, the patient¿s pd effluent was clear, and the patient was recovered from the event. At the time of this report, the patient remained hospitalized, the antibiotic treatment was still ongoing and pd therapy was ongoing. No additional information is available.